Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. Additional information received indicate the ipp tubing eroded through the scrotum. No further complications.